Event description:
It was reported that this right ventricular (rv ) lead exhibited elevated thresholds and pacing inhibition due to dislodgement. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned lead segments was performed. Resistance testing confirmed the electrical continuity of each segment. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This complaint will be updated when evaluation of the product is complete.

Event description:
It was reported that this right ventricular (rv ) lead exhibited elevated thresholds and pacing inhibition due to dislodgement. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.